Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. No injury has been reported as of this MDR.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection found propex hook bad maintenance (user)the spring is rusted. Also found cable problem propex pixi measuring wire long (eur), no contact or bad contact in the cable (wear or shock) / sheath of a damaged cable (wear or shock). Replaced 1x pp pcb-display-panel.